Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep just reprogrammed the patient¿s device and they were using the patient programmer to switch from group b to group c and the programmer shut off the patient¿s stimulation. The patient stated that this had happened to them before, where the stimulator would just shut off on its own. The rep stated that they did not have any additional details about that, only that at times when the patient checked their programmer, they would see that the stimulation was off. No external factors were reported to have led or contributed to the issue. No troubleshooting was performed other than the rep just turning stimulation back on. The issue was not resolved. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.